Event description:
It was reported that during reprocessing of the cystonephrofiberscope, breakage occurred at the working channel port where the channel detached from the scope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.